Event description:
It was reported during remote follow up that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped on (B)(6) 2022 and successfully exchanged. The patient was stable and asymptomatic.